Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported an energy issue during refractive treatment. Additional information received; the site turned the laser on and the energy was at 85 percent. Through out the day it would decrease in to the 70s. There was no patient harm.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During a nonsite visit the fse (field service engineer) replaced parts and successfully completed system verification to specification. The root cause were worn components, specifically worn optic parts. The manufacturer internal reference number is: (B)(4).